Event description:
On (B)(6) 2012, I had essure permanent birth control implanted. The procedure was done at local hospital. Upon waking in the recovery room, I started complaining of severe pain on my left side. Once I was sent home, the pain increased and a persistent fever developed. A week later, I went back to the doctor and a vaginal ultrasound was done checking placement. Everything was as it should be. Over the course of the next year, the pain became worse, my periods became extremely heavy and painful, there was a constant tugging feeling on the left side sending pain to my back and hip causing severe pain when bending or twisting. The fever was an on and off event along with headaches and my left side feeling hot. I reached my limit and had a hysterectomy on (B)(6) 2013 removing tubes, uterus and cervix.